Manufacturer narrative:
Corrections: b1: adverse event/product problem. B2: outcomes attrib to adv event.

Event description:
It was reported that stent partially deployed, requiring an additional device. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. An 8x80x75 epic vascular stent self-expanding was selected for use. During the procedure, the stent was inserted into the blood vessels and crossed through the lesion once. As the stent deployed distally upon initiating deployment, it was attempted to pull the shaft for repositioning, however, the shaft got stuck. As a result, it had to be placed as it was, making it unable to cover the lesion. Subsequently, an additional stent was used with the same procedure, and it had been deployed successfully. There were no patient complications as a result of this event. It was further reported that the vessel lesion was pre-dilated prior to stent placement. Furthermore, the shaft appeared to be stuck within the vessel. The stent was deployed approximately 1 cm before being pressed against the vessel wall. Upon initiating deployment of the stent, there was no resistance encountered with the stent delivery system, and it appears to have been withdrawn without issue after deployment.

Event description:
It was reported that stent partially deployed, requiring an additional device. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified external iliac artery. An 8x80x75 epic vascular stent self-expanding was selected for use. During the procedure, the stent was inserted into the blood vessels and crossed through the lesion once. As the stent deployed distally upon initiating deployment, it was attempted to pull the shaft for repositioning, however, the shaft got stuck. As a result, it had to be placed as it was, making it unable to cover the lesion. Subsequently, an additional stent was used in the same procedure, and it had been deployed successfully. There were no patient complications as a result of this event.